Manufacturer narrative:
(B)(4).

Event description:
Clinical coordinator contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, the patient had an episode of severe hypoglycemia which resulted in the patient being hospitalized. The patient was recently randomized and was in the process of completing his 1st post-randomization continuous glucose monitoring recording. Patient's self-monitoring blood glucose (smbg) reading was 71 mg/dl after lunch at 2:00pm. At approximately 5:45pm the patient's mother returned home from work and found him snoring curled in a ball on the floor. Patient was unresponsive; a number of household items in the room were displaced and disorganized as if the subject had a seizure. Patient's mother called emergency medical support (ems). Ems measured the patient's bg at 15 mg/dl. Subject received unspecified treatment by ems and was transported to an outside hospital, where patient was reportedly combative with a bg of 28 mg/dl. Patient received unspecified treatment for hypoglycemia, was given versed, and was transferred to the intensive care unit at a different hospital. The patient's responsiveness began to improve within 2 hours. The doctor does not know what caused this episode; although, believes that the patient may have been on a placebo as there was no change in his smbg readings during the last several days after the patient was randomized. The patient was compliant with the study protocol; however, the doctor noted that there was inconsistency between the insulin:carb ratio and insulin correction parameters that the subject reported at the time of this study compared to his previously known treatment regimen and was wondering if the patient has been making changes to his insulin regimen on his own. No additional event or patient information is available.